Event description:
In 2004, a pt with a history of congenital heart disease, a secundum atrial septal defect, a prior cerebrovascular event in the form of a tia relating to the presence of this defect, and was under investigation for left ventricular non-compaction, was recommended for device closure with a 24 mm asd device using transoesophageal echo (toe) guidance. The procedure was completed uneventfully with appropriate deployment of the device, good device stability, and no residual shunt. The pt recovered and was returned to the ward for overnight stay as per standard post-procedure protocol. Routine post-procedural investigation by chest x-ray and transthoracic echo (tte) were normal, and discharge was planned. At around 11:30 am, the pt collapsed losing consciousness but not losing respiratory effort or cardiac output, and was resuscitated with intravenous fluids. An urgent echo was performed confirming the presence of a pericardial effusion, suggesting that a cardiac perforation had occurred and the pt was transferred to the o.r. On transfer to the operating table, the pt lost radial pulse and cardiac output, and CPR was performed for 24 minutes until the pt went on bypass. Surgery was performed, the device was removed, and the atrial septal defect was closed. Two small perforations abutting the device were also repaired. The pt returned to the o.r that night because of bleeding from the sternotomy wound. Post-op cardiac progress was uneventful; however, the pt developed pyrexia and was having rigors secondary to aspiration pneumonia. The pt was promptly treated with antibiotics and anticonvulsants and was kept sedated and ventilated. The main concern was for neurological outcome and recovery following prolonged CPR. To this end when stable from a cardiac perspective, the pt was transferred to the medical neurological intensive care unit in 2004. A CT brain scan was performed which showed cerebral edema, but no evidence of intracranial bleeding. The pt remained in intensive care where their brain injury were being treated.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.